Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be generated from supplier side or kink inlet tube/no air vent/design issue. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] method of use: the device is intended for single use only and is not reusable. Precautions for use: when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. Do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] When disposing of urine, observe the following; remove the outlet tube from the housing of the urine drainage bag. Lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. When disposal of urine is completed, close the green lever and put the outlet tube into the housing." The device was not returned.

Event description:
It was reported that urine flow from the inlet tube to the precision urine meter was poor. It was stated that fixing the deflection of the inlet tube or adjusting the incline of the inlet tube so that urine flows from a higher point to the meter does not improve the poor urine flow. Per additional information via email from ibc on 21apr2022, it was noted that the complaint against the drain bag. (B)(6) in the (B)(6) statement means the inlet tube, not the catheter.